Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a fractured anode conductor was observed 146 mm from the terminal end. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing impedance due to a suspected fracture. The physician decided to explant and replace this lead. The lead was returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing impedance due to a suspected fracture. The physician decided to explant and replace this lead. The lead was returned. No additional adverse patient effects were reported.